Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the black box history recorded a call service (cs 176) alarm during a bolus delivery that was aborted by the user. There were no call service alarms observed in the alarm history. During testing, a 10 unit bolus was completed using the meter. The bolus was cancelled shortly after and the correct cancelation alarm was emitted by the pump. The pump was opened and there were no defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.